Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to diabetic ketoacidosis (dka). The customer's blood glucose (bg) was 378 mg/dl when customer arrived at ER. Cause of the elevated bg/dka was unknown. Reportedly, the customer was subsequently admitted to the hospital with a bg level of 578 mg/dl, which was reportedly due to "doctor error" as the doctor did not administer long-acting insulin to the customer while in the ER. The customer was treated with intravenous fluids and was released on (B)(6) 2018 with the issue resolved. Customer did not sustain any permanent damage due to the event.